Manufacturer narrative:
A ge svc rep performed an on site investigation. The connections and main plugs were repaired. The sys was then found to be operating as intended.

Event description:
The customer reported the sys remained blocked in the high position. No report of pt or staff injury.